Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 554 mg/dl at the time of incident and 127 in the morning. Customer reports that the insulin pump had audio vibrate anomaly. Customer states that they did hear beeps when audio volume settings were saved. Customer also states that power loss alarm although insulin pump did pass the beep test on the setting. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test and self test. The vibrator motor and audio tones or beeps functioned properly. No unexpected hardware low level failures alarm noted during testing or found in the pump history file.